Event description:
Sorin group (B)(4) received a report that a few minutes after removing the clamp on the arterial line, the arterial pump suddenly stopped. Canceling the pressure alarm did not restart the pump. The clinician stopped the pressure module and the pump restarted. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 console. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that a few minutes after removing the clamp on the arterial line, the arterial pump suddenly stopped. Canceling the pressure alarm did not restart the pump. The clinician stopped the pressure module and the pump restarted. There was no report of pt injury. Sorin group (B)(4) completed their investigation. Functional testing of the returned devices (pump, level sensor and control module, pressure sensor and control module) found no problems or defects. Sorin group (B)(4) could not reproduce the reported problem. No action is deemed necessary.